Manufacturer narrative:
Device evaluation: the customer reported that the pump has a bad motor. A review of the device event log/alarm history showed motor not running, check syringe plunger sensor, check clutch. The complaint was confirmed by doing an occlusion test. Verified that the test fails because of the defective motor and worn-out clutch parts. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the check clutch issue. Repair summary: replaced the plunger tube and screw, carriage, interconnect board, plunger cable, bottom case and main board. The device was reset to standard configuration. The main cause was the defective motor. After replacing the parts, the pump passed all the testing and is fully operational. No previous repair was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, ¿the pump had a bad motor that moves the syringe is not working¿; during device evaluation the device event log/alarm history showed motor not running. The reporter stated it stopped while the nurse was using the pump and setting it up. There was no patient involvement.